Event description:
It was reported that the customer received a sensor error alarm. The customer removed the sensor and found that the electrode was missing and that the sensor was broken. Customer was pregnant and wearing the sensor on the hip. Customer did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
The opened and used sensor was received and inspected. During the visual inspection, it was found that the sensor electrode was broken inside of the sensor base. The sensor was found in two pieces. It could not be confirmed if customer found the sensor in this condition due to the returned sensor having been opened and used. Inspected 3 random sealed enlite sensors and performed insertion testing using a new lab enlite serter. Sensors passed the insertion test. No broken or bent parts were observed during this analysis.